Event description:
It was reported that the spinal cord stimulation (scs) patient was hit by a car directly on the implantable pulse generator (ipg) site. After this event, the patient experienced a burning sensation around the ipg site during charging. The patient attempted to troubleshoot this issue by charging with the ipg turned off and for shorter periods of time however, the burning sensation persisted. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The patient fully recovered postoperatively and the burning sensation has resolved.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed that it was successfully charged within one four-hour cycle. The recorded temperature was within a normal range and it displayed normal device characteristics during visual and functional testing. A labeling review was performed and it did not reveal any anomalies. The IFU warns that the charger may become warm during charging and may result in pain, discomfort, or a burn if not handled with care. Therefore, the reported event was unable to be confirmed with testing of the product return.

Event description:
It was reported that the spinal cord stimulation (scs) patient was hit by a car directly on the implantable pulse generator (ipg) site. After this event, the patient experienced a burning sensation around the ipg site during charging. The patient attempted to troubleshoot this issue by charging with the ipg turned off and for shorter periods of time however, the burning sensation persisted. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The patient fully recovered postoperatively and the burning sensation has resolved.